Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 07/30/2013 - device evaluation: the pump has been returned and evaluated by product analysis on 07/08/2013 with the following findings: the keypad was found to be fully intact; no peeling was observed. During testing, the complaint of the up arrow and down arrow keypad buttons¿ delayed response was not duplicated; all of the keypad buttons responded appropriately. There was no evidence of contamination found under the key contacts. There was no defect found during investigation.

Event description:
The reporter contacted animas on (B)(6) 2013 and stated the up and down arrow keypad buttons had a delayed response. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.